Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he experienced sensor reading discrepancies and the insulin pump kept going into threshold suspend. Customer stated that the sensor was reading 53 mg/dl and but his blood glucose was 101 mg/dl. Communication was not stable; the customer was advised to call back from home phone due to bad signal before call disconnected.